Event description:
Hosp personnel were attending to a pt in an extended code situation. While attempting to externally pace the pt, the device intermittently stopped pacing without emitting any audible alarms. Each time the pacer stopped, the operator cycled power and the pacer would function properly for a few minutes. After the third cycling of power, the pacer functioned properly for the remainder of the code. The pt was not resuscitated. The reporter stated the alleged malfunction did not cause or contribute to the pt's death. This opinion was based on the reporter's assessment of the pt's lack of viability.